Event description:
It was reported that a 2 ml patient control module (pcm) was involved in an over-infusion, although the pcm's medication demand button was not pressed during drug administration. This occurred during a patient infusion of 10 ml of fentanyl citrate, 40 ml of saline, and 0.25 ml of droperidol. The reporter stated that the solution completely infused in 18 hours instead of the expected 48 hours. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date for lot 13h025: august 8, 2013 - august 14, 2013. A request for the return of the device has been made. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The actual patient control module (pcm) was returned for evaluation (connected to the infusor unit). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection and functional flow test were conducted with no issues. There was no physical abnormality observed and flow rates were within specification. The reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.